Event description:
Surgeon decided to revise entire hip due to recurrent dislocations. Affected side: right hip." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 2374. Device code: 2923. Ref report: mw5179658.